Event description:
It was reported that a pump malfunction occurred after the customer had undergone tsa screening several months prior. There was no adverse impact to the customer¿s blood glucose level as the level did not exceed 500 mg/dl. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the issue reappears; the customer acknowledged and understood the instructions.